Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) and remained in use, approximately seven months later follow up check revealed normal function. Approximately, two months later, at device change out the device exhibited premature battery depletion/unexpected longevity. It was also reported, at device change out, attempted to check rv threshold but was unable to capture at maximum outputs, and intermittent capture exhibited. The rv pacing impedance was observed as high and undefined. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.